Event description:
It was reported to boston scientific corporation that a percutaneous access needle was used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2019. The patient experienced pneumonia. The patient was given antibiotics for c. Difficile and pneumonia. Additional information received on (B)(6) 2023: it was reported that in addition to pneumonia, the patient experienced pseudomembranous colitis and was given antibiotics for c. Difficile infection.

Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in november 2019. Block d4, h4: the complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Block h2: additional information: block b5 (describe event or problem) and block h6 (patient codes) have been updated based on the additional information received on march 20, 2023. Block h6: imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf patient code e2326 captures the reportable event of pseudomembranous colitis. Imdrf impact code f2303 captures the reportable event of medication required.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2019. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a percutaneous access needle was used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2019. The patient experienced pneumonia. The patient was given antibiotics for c. Difficile and pneumonia.